Event description:
It was reported that the patient had difficulty charging and that the charger would not couple with the ipg. An x-ray was taken and revealed that the battery had moved and flipped in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn due to hospital policy.